Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number:(B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had a faulty preloaded intraocular lens (iol) that was partially inserted into an unknown patient's eye. There was no patient injury and no medical or surgical interventions were required outside of normal standard of care. A back up lens was used and the procedure was completed successfully. No further information is available at this time.